Manufacturer narrative:
Additional manufacturer narrative: the actual device was returned for evaluation. Reliability engineering evaluated and it was determined that the device passed all operational specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. During investigation, it was noted that the device coupling head and components were worn. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant med products: small battery drive device, k-wire device, battery device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified orthopedic surgical procedure it was observed that the small battery drive device was losing torque power when trying to drill into bone using k-wires. It was reported that the same event occurred with two small battery drive devices. It was reported that the batteries were changed, but continued to have the same problem with the devices. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly